Event description:
It was reported that the pump was programmed in micrograms instead of milligrams. The discussion revealed that this would not impact the rate of drug delivery. It was later reported that the patient was brought in the ER at 2:00 am on (B)(6) 2013 with overdose symptoms. The patient was thought to have changed medications, and "it looked like they had put micrograms versus milligrams in wrong". At that time, it was assumed that the patient had morphine sulfate, but the medication used within the system was unknown. The patient was recently noted to have been on fentanyl, and "the concentration number was changed, but the units were not changed". The patient was noted to have had a refill on (B)(6) 2013. The pump was programmed to minimum rate. It was further noted that the patient was on a ventilator. A few days later it was reported that the healthcare provider "changed the units from mcg to mg because the physician who did the refill forgot the representative changed the units when the bridge bolus was performed". The status of the patient was unknown. It was further noted that the patient had nausea, vomiting, and itching when she went to the ER the first time. The patient was unresponsive when someone found her later at home after being discharged. Five days later, it was noted that telemetry logs were not available because the pump was not interrogated. It was reiterated that the physician did not change the units at the time of the refill, but that would not make a difference in the amount of medication the patient would receive. The ER doctor believed "it to be an accidental overdose". The patient was noted to have access to oral dilaudid that was possibly taken. The patient's pump had recently been changed from fentanyl to morphine. Just hours after their refill, the patient started showing symptoms of possible allergy or overdose. The patient's status remained unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8840, lot# unknown, product type: programmer, physician.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).

Event description:
It was later reported that the patient was on fentanyl and they were having to go to higher doses so they switched her to morphine, and she had an adverse reaction to that (as previously reported), thus the pump was filled with saline. Then it was noted the patient would like to go back to fentanyl. The caller stated the patient has had saline in the pump since (B)(6) at minimum rate mode. The caller stated the patient was seeing another physician during that time and this was the first time they were filling her pump since she switched. The caller also asked about a recommendation regarding a priming bolus. Technical services reviewed that it was recommended that the patient be under observation 9 hours after priming bolus. The caller stated the patient would need to be rescheduled to have her wait the recommended 9 hours. Technical services reviewed the option to not prime and let the medication infuse. The caller stated she would rather not prime. Then technical services reviewed the information to determine the hours to clear desired volume. It was noted the pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information recieved:it was reported that the patient was not overdosed. The healthcare professional (hcp) changed the medication from fentanyl to morphine, but did not change or update the pump properly, as the units the hcp chose were incorrect. The hcp did not think the patient had gone to the ER, but had not seen the patient in the office since the incident. The pump was still implanted and there were no plans to discontinue therapy. As far as the hcp knew the patient was receiving effective therapy and was no longer in minimum rate mode.

Manufacturer narrative:
(B)(4).